Event description:
This pt was scheduled for pacemaker generator change due to battery depletion. At the same time, atrial lead was checked & found to be malfunctioning - so it was capped off. New atrial lead was placed as well as a new generator.